Event description:
It was reported that a pump declared alarm during pumping, with a history of similar alarms. The impact on the customer¿s blood glucose level was not disclosed. The customer was instructed by technical support to switch to an alternate insulin delivery method using mdi and a replacement pump was arranged. The customer was also provided instructions to return the faulty pump.